Event description:
It was reported that during a gastroplasty procedure, during the product use with a load 60mm the blade locked, blocking the device activation. There were problems during the product jaw opening. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l53439. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: on which firing did the event occur? It happened in the 4th firing. However, since the first firing the surgeon faced some difficult and the device present rigidity. What color reload was being used (please provide code)? White load: ecr60w was any portion of the target tissue cut prior to the blade locking? No, the tissue wasn¿t cut once the blade was locked. Did the device staple? Yes, it stapled until the 4th stapling but the surgeon had some difficult to press the trigger. If the device stapled was the staple line complete or did it stop where the blade stopped? The blade was locked. You reported that there were problems during the product jaw opening. Was the device difficult to open? If no please explain exactly what the issue was. Yes, they faced some difficult to unlock the staple. They couldn¿t unlock the device to open the jaw.